Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: it was reported that the surgeon used almost all of the powder in the knee and superficially in the subcutaneous layer. They also irrigated afterwards. It is not know the type of topical dressing that was used, but surgeon stated that he switched from using arista hemostatic agent to using surgicel powder and this is the only change that he made in this type of procedure. The patient developed an inflammatory response that was not infected. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of index surgical procedure for each patient? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any concurrent use of other products such as dressings? Lot number? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative rash at the incision site? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an orthopedic knee replacement procedure on an unknown date and an absorbable hemostat was used inside the capsule prior to closing the procedure. Approximately four days post-op the patient presented with a rash at the incision site. Additional information was requested.